Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, inside a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race : unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-17.00/2.0/059, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens and was implanted vertically due to excessive vault. This exchange resolved the problem. Cause of event was unknown.